Event description:
The pt was treated for a fractured femur prior to 8/12/94. On 8/12/94, a distal screw was removed. It is alleged that the nail broke at this time and was removed after this procedure.